Event description:
It was reported to resolve that a screw was backing out of a coda construct. There was no patient harm and the issue was discovered by x-ray. The surgeon confirmed that a revision surgery is required, although it has not yet been scheduled.